Event description:
It was reported that the left ventricular lead became dislodged. The patient would be scheduled for a chest x-ray after returning from vacation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.